Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in tubing/ chamber and also alleged headache. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously in b2 was incorrectly marked in the "congenital anomaly/ birth defect" check box. This should be unmarked, this is product problem only.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in tubing/ chamber and also alleged headache. There was no report of serious or permanent harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of unknown fibrous contaminants on exterior of device and humidifier chamber, slight unknown contaminant on exterior and interior of humidifier chamber, unknown contamination in the air outlet port of humidifier, liquid ingress on enclosure bottom at bottom left screw location of rear panel, unknown fibrous contamination on the dry box seal, unknown biocontamination inside the flip lip seal along with slight discoloration, liquid ingress at top of dry box which was brown in color, unknown contaminant on the interior of the humidifier chamber near the hinge area, unknown contaminant on interior of blower box, keratin-like contamination at blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-4 on the error log. The manufacturer concludes the contaminates found were consistent with liquid ingress on enclosure bottom at bottom left screw location of rear panel, liquid ingress at top of dry box which was brown in color, keratin-like contamination at blower box outlet and unknown fibrous contaminants on exterior of device and humidifier chamber, slight unknown contaminant on exterior and interior of humidifier chamber, unknown contamination in the air outlet port of humidifier, unknown fibrous contamination on the dry box seal, unknown biocontamination inside the flip lip seal along with slight discoloration, unknown contaminant on the interior of the humidifier chamber near the hinge area, unknown contaminant on interior of blower box were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.